Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During procedure, after the rotablation was performed, the balloon was delivered to the lesion and dilation was done. However, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified at approximately 7mm distal from the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found a kink at 2mm distal to the strain relief of the device.

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During procedure, after the rotablation was performed, the balloon was delivered to the lesion and dilation was done. However, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.